Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A surgical procedure was performed and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned to boston scientific. Without a returned lead, it is not possible to confirm how this lead may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.